Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was reported as (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgery of the right fractional humerus to correct a right proximal humerus fracture, a 2.8mm percutaneous drill bit broke. The drill bit was used to create a hole into the humerus for the insertion of a locking screw to correct the fracture. While drilling into the bone the drill bit broke upon hitting a metal retractor that was holding the reduction of the fracture in place causing the tip of the device to break. The drill bit fragment was left in patient as the doctor chose not to remove it. Another device was used to complete the surgery successfully without any surgical delays. It was reported that there was no adverse effect to the patient. This report is 1 of 1 for (B)(4).